Manufacturer narrative:
Pump was received with alarm, problem isolated to mb. Pump had cracked case at display window corner, minor scratched display window.

Event description:
The mother of a customer reported via phone call that the insulin pump deleted the customer's settings and alarmed unexpectedly. The customer's blood glucose reading was 320 mg/dl at the time of incident. Troubleshooting found that the customer could delete the alarm but that it would come back again. The customer was advised that the device would be replaced and to return the product for analysis.